Manufacturer narrative:
Additional information: additional information was provided and reported the explant was performed on the (B)(6) 2024. There was no unplanned surgical intervention required and no patient injury. Another johnson & johnson lens, model dib00 preloaded device 20.5 diopter was implanted as a replacement. The patient is doing well post-operatively. The lens is not available. No further information was provided. Based on the replacement lens (same model 20.5 diopter) and patient outcome with the replacement lens, the event is no longer considered reportable. No further information will be provided under this manufacturer report number 3012236936-2024-0003332. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a6: unknown/asked but unavailable (asku). Section d6b: if explanted; give date: unknown/not provided. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient with a preloaded monofocal intraocular lens (iol) experienced a very surprising hyperopic result, +1.75 -0.25 x 105 during a post-operative (op) exam. The lens was explanted during secondary procedure. No further information was provided.